Manufacturer narrative:
The device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that a patient had acquired a liver biloma and suffered a liver infarct post neuroendocrine tumor embolization. The physician stated that permanent damage to the patient's liver had occurred. The procedure was considered life threatening for this patient. An unknown additional procedure was attempted to prevent additional liver damage. Prolongation of hospitalization was deemed necessary by the physician. No additional consequences have been reported.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.